Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis confirmed the reported event related to the hole and degradation/erosion in the cylinder as well as fluid leak and inflation issues, but was unable to confirm the allegation related to the adhesions. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly, and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was leak tested, visually inspected, and functionally tested. The pump krt (kink resistant tubing) was worn to the filament. The pump passed all tests performed. The ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined. The reservoir had wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. The cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had wear at a fold in the cylinder body. Both cylinders had a large hole with broken fabric threads in the proximal cylinder body. Cylinder 1 had a bulge when inflated with a syringe in the proximal cylinder body that was attributed to wear at a fold; no leak was present in the inner tube. Cylinder 2 had a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; hole in the inner tube was present. The krt of both cylinders were worn to the filament. The identified bulge with broken fabric threads of the cylinder could affect the functionality of device resulting in inflation issues. Labeling review: a review of the device instructions for use (IFU) was completed and the labeling identified the reported event related to adhesions and fibrosis is anticipated in nature and severity based on the mention of scar tissue discussed in the IFU. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. The adverse events of adhesions and fibrosis is included in the product labeling and hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues and fluid loss. During surgery, the cylinders were found to be eroded and connected with the patients tissue. Dacron fabric eroded into tissue creating a hole and fluid leakage. The reservoir was checked and was not found to have any holes. It was also noted that the patient used the device frequently. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There was no reported clinical consequence to the patient. The patient was expected to fully recover.